Event description:
It was reported that the right ventricular (rv) and this right atrial (ra) leads exhibited spikes in impedance. Technical services (ts) discussed a possible spring contact issue. Ts reviewed the electrogram (egm) with the caller and found the device was oversensing noisy signals on the ra and rv channels. Also, it was noted there was no pacing inhibition greater than two seconds. Ts recommended configuring non-sustained ventricular tachycardia (nsvt) and non-physiologic signal alerts in nxt to detect noise if it became more prominent. This ra remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).